Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the e360 ventilator has generated a low tidal volume alarm. A nurse thought the intubation tube disconnected form the patient, so she removed the ventilator from the patient and used ambu bag. While the manual ventilating was being done, a test lung was connected to the device, but the test lung didn't inflate. On the screen the wave form stuck, and the screen didn't respond. Whether any alarm occurred at the time of event is unknown. After that the device was turned off and on again, but the reported condition was not reproduced and started normal operation. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.